Manufacturer narrative:
Method: device history review; results: it was reported that the sales rep may have advised the surgeon to continue pushing the screws past the proper stopping point through the drill guide. According to the anchor c surgical technique the screw should be turned until the gold tip and laser marking on the instrument disappear within the guide/inserter tip. This indicates that the clip on the screw is engaged with the implant and the screw is locked. Conclusion: the probable root cause of the reported event is a user related error. Specifically, advancing the screw too far into the cage and compromising the locking mechanism.

Event description:
It was reported that the surgeon had an issue with anchor c on the first case the surgeon tired. The screws went completely through the plate on the front of the implant and through the back of the vertebral body. The screws did not come out into the canal. There was a minimal delay no more than 5 minutes and the anchor c remains implanted in the patient. Surgery considered successfully completed. Patient has not reported any adverse consequences.

Event description:
It was reported that the surgeon had an issue with anchor c on the first case the surgeon tired. The screws went completely through the plate on the front of the implant and through the back of the vertebral body. The screws did not come out into the canal. There was a minimal delay no more than 5 minutes and the anchor c remains implanted in the patient. Surgery considered successfully completed. Patient has not reported any adverse consequences.